Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload appeared to have a firing failure. The white stapler 30 reload was inspected and no signs of damage were observed on the knife edge, lead screw threads, or distal cartridge walls. There is very light skiving on the inner surface of the cartridge that is present near when the knife position stops. The skiving is less than .250" long. Skiving suggests the knife met resistance during firing and the knife lugs started to dig into the inner cartridge surface. It is not clear what caused increased resistance during firing, since other reload components do not exhibit obvious signs of damage. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The curved-tip stapler 30 part number 470530-08, lot t10190607-0075 fired fiver reloads; however the logs only show two of the firings (both were white stapler 30 reloads. However, the msc logs show an error 22030 occurring with the curved tip stapler 30 instrument with p values indicating a firing failure, and revealed one partial fire and four completed firings. Logs revealed that the partial fire occurred on the 2nd white stapler 30 reload firing, and that the completion percentage was 73%. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted lobectomy procedure, the curved-tip stapler 30 instrument with a white 30mm reload partially fired on the second firing during the procedure. As a result, the patient experienced minimal bleeding, which was controlled with a surgical clip.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the curved-tip stapler 30 instrument allegedly failed to cut beyond 9%. The patient experienced minimal bleeding. As a result, the surgeon placed a clip to address the bleeding. On 28-january-2020, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: it was reported that on the first stapler fire, the curved-tip stapler 30 instrument was used on the lung tissue with a white stapler 30 reload installed on it. The robotics coordinator stated that she was not present during the procedure; thus, she¿s not sure about the clamping sequence. She believed that the system did not generate any errors. The robotics coordinator stated that at that time, the patient experienced minimal bleeding. As a result, the surgeon placed a clip to control the bleeding. Then the surgeon tried using two more white stapler30 reloads. The same issue persisted, the surgeon was unable to cut beyond 9%. Then the surgeon used a backup unspecified stapler instrument to complete the procedure with no further issues. The robotics coordinator confirmed the following: no tissue bunching, no issues with tissue integrity, no video recording of the procedure, and unknown estimated blood loss.